Event description:
It was reported that a patient underwent an implant of mesh on an unknown date. During the procedure, the mesh delaminated. The mesh was removed. There was no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 08/05/2009. Delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.